Event description:
It was reported that while healing, after a torque test with a temporary crown being placed, the patient complained of pain around the implant at tooth site #19. The patient requested the implant to be removed then re-evaluate replacement of a new implant after the site heals.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.